Event description:
Per surgeon, after the implantation of the alcon clareon panoptix toric lens, a central defect was noted on the lens that he believed to be a manufacturer defect. He made the decision to then remove the implant and insert a new intraocular lens implant.